Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) stated they had the scs device removed around the year of "2023 or 2024" asked date unknown. Implantable neurostimulator (ins) and leads were removed. Pt states they had the therapy removed because "since implant" it never helped. Pt states they would feel the tingling down the left leg and actually the stim made the left leg hurt worse. Agent verbally updated prs of explanted devices. Pt states since the explanted device the pt has not been able to leave the house for about 2 months due to pain. Pt is now wanting to find a doctor in their area that works with the pain pumps.